Event description:
The hospital reported that during a coronary artery bypass procedure, they were unable to tighten the handle on the acrobat-I stabilizer. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).